Event description:
It was reported that the patient underwent a spinal fusion surgery in the lumbar region of his spine from l4-s1 using rhbmp-2/acs. The patient's post-operative period has been marked by increasingly severe low back pain that radiates to his legs. The patient developed neuroforaminal and central canal narrowing at the implant site. Reportedly, the patient developed numbness and shooting pain through his lower back and legs. The patient has developed difficulty with coordination, disturbances in his gait, and difficulty ambulating even short distances.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, in 2008, the patient presented with bulging disc syndrome. On (B)(6) 2009: patient underwent CT of the lumbar spine. Impression: posterior midline annular tear at l4-5 with bulging disc and po sterocentral disc protrusion with mild canal stenosis; diffuse annular tear circumferential at l5-s1 with extension posterolaterally to the left with a moderate sized disc protrusion on the left as suggested. On (B)(6) 2009: patient presented with degenerative joint disease l5, s1. Procedure: anterior lumbar interbody fusion with bone dowels packed with bone morphogenic protein and anterior plating l5, s1. Op notes: two circular holes were reamed. Disk was removed and both holes were tapped, packed with bone morphogenic protein into the bone dowels. Pre op diagnosis: lumbar degenerative disc disease l4-5 and l5-s1 with intractable discogenic back pain; s/p anterior lumbar interbody fusion, l5-s1. Procedures: posterior intratransverse fusion, l4 to the sacrum, using bone morphogenic protein and locally harvested graft; posterior instrumentation l4-5 using zimmer pedicle instrumentation. Per op notes: the 7.2x 45 mm long pedicle screws were slide over the guidewires in the pedicle l4 and l5 on the left and l4 on the right. Spinous process of l3, l4 and l5 were harvested, morselized packed with bone morphogenic protein and packed into the facets in the inner transverse region. The patient tolerated the procedure well and no patient complications were noted. On (B)(6) 2009: patient presented for follow up. X-rays demonstrates intact arthrodesis and anterior plate l5-s1 and pedicle screws intact bilateral l4-l5, decrease neural foramina height at l5-s1. On (B)(6) 2010: patient underwent MRI of the lumbar spine w/o contrast. Impression: MRI lumbar spine demonstrates extensive postsurgical changes consistent with post lumbar fusion hardware artifact at l4-5 and l5-s1; there is a central bulge causing flattening of the thecal sac without stenosis; there is significant ventral artifact related to anterior fusion at l5-s1. On (B)(6) 2010: patient presented with low back pain and leg pain. On (B)(6) 2010: patient presented with back pain, sciatica pain. Patient underwent CT lumbar spine post discogram injection. Impression: evidence of fusion at l4-5 and l5-s1. At l4-5 there is posterior extension of contrast, which is contained within the posterior margins of the discs and ligaments with protrusion suggested centrally without extrusion noted; post fusion changes are present at l5-s1 with mild foraminal narrowing towards the left. On (B)(6) 2012, and (B)(6) 2013: patient presented with low back pain. Assessment: lumbago, cervicalgia. On (B)(6) 2013: patient underwent x-ray of the spine. Impression: lucency around the transpedicular screws bilaterally at l4 and l5 suggesting loosening; anterior lumbar interbody fusion at l5-s1 with solid fusion. On (B)(6) 2013: patient presented for office visit. Impression: right lower quadrant abdominal pain, sigmoid diverticulitis, remote lumbar fusion, mild chronic back pain. Since the infuse surgery, the patient has been suffering from leg pain and lower back pain that has gotten worse since surgery with itching and pain near areas of surgery. The patient also was unable to lift much weight, walk long distances, sleep or sit for long periods of time.

Manufacturer narrative:
Add'l info.

Event description:
It was reported that (B)(6) 2007 the patient underwent MRI of the lumbar spine. Impression: 1). At l4-5 there is a mild disc desiccation and a mild bulging annulus causing minimal effacement of the anterior thecal sac and no significant central canal stenosis or neural foraminal narrowing. 2. At l5-s1 there is a moderate focal left paracentral disc herniation with associated annular tear causing moderate effacement of the left lateral recess and mild left neural foraminal narrowing. There is no significant central canal stenosis at this level. (B)(6) 2008 the patient was presented for office visit with low back pain, leg pain, most likely secondary to the l5-s1 disc herniation resulting in lumbar radiculitis.(B)(6) 2008 the patient underwent spinal epidurography and its interpretation. Preoperative diagnosis: lumbar disc herniation and lumbar radiculopathy. The patient also underwent l5, s1 transforaminal steroid injection under fluoroscopy. (B)(6) 2008 the patient was presented for office visit with leg pain and leg pain. (B)(6) 2008 the patient was presented for office visit. Impressions: low back pain, bilateral lower extremity radiculopathy secondary to disc disruption at l5-s1 and (l) l5-s1 herniation, and possible component of pain related to l4-l5 disc bulge following work injury on (B)(6) 2007. The patient also underwent MRI of the lumbar spine. Impressions: MRI taken of mr. Nieves' lumbar spine is significant for disc bulge and loss of hydration both at l4-l5 and l5-s1. L5-s1 demonstrates a high-density zone seen on sagittal view. There is a (l) paracentral disc herniation at l5-s1 with narrowing of the neural foramina (l). (B)(6) 2008 the patient was presented for office visit. Had the opportunity to see juvenal in followup for work related injury resulting in mechanical back pain. Approximately 9 to 10 months have passed since the injury and he feels that this mechanical back pain he is having is not resolving with time and conservative management. His MRI did show disrupted l5-s1 disc and to a lesser degree some involvement of l4-l5, but as have emphasized in the past, mere changes on MRI do not mean it has to be disc pain. The bones are fine. The nerves are fine. Saw no other structures in the spine that could be a source of pain other than the discs and/or soft tissues. (B)(6) 2008 the patient was presented for office visit for follow up on his work related injury that has resulted in back pain. "I had the opportunity to see juvenal in followup .for his work-related injury that has resulted in back pain. He really lacks any radiculopathy. His MRI scan shows that he has water loss and a disc bulge at l4-l5 and he has water loss and disc bulge and a high-density zone in the posterior annulus bf l5-s1 indicating annular tear. I explained to juvenal that all disc bulges and all annular tears are not painful, but he has predominantly a mechanical back pain problem in the area of the l4-l5 and l5-s1 discs and the MRI is not the determining factor in whether or not the discs are a source of pain. In a sense, without a discogram, we would be in a sense guessing to what extent they are causing pain. Although, he has some leg pain, the MRI scan really does not show significant intracanal pathology that I feel surgically needs to be addressing." (B)(6) 2010 the patient was presented for office visit with some thigh (right) numbness after anterior lumbar interbody fusion at l5-s1.

Manufacturer narrative:
Add'l info.

Event description:
It was reported that on, (B)(6) 2008, patient presented for follow-up of mechanical low back pain. MRI showed high density zone at l5-s1 with dehydration and bulging of disc at l5-s1. (B)(6) 2009: patient underwent CT of the lumbar spine. Impression: 1) posterior midline annular tear at l4-5 with bulging disc and po sterocentral disc protrusion with mild canal stenosis. 2) diffuse annular tear circumferential at l5-s1 with extension posterolaterally to the left with a moderate sized disc protrusion on the left as suggested. Patient underwent l3-4, l4-5 and l5-s1 diagnostic diskogram under fluoroscopic guidance for a pre-op diagnosis of back pain and sciatic pain. The patient also underwent MRI of the lumbar spine and a comparison was done with the MRI from (B)(6) 2007. (B)(6) 2009 the patient presented for an office visit. (B)(6) 2009, patient presented to the office post-op lumbar fusion complaining bilateral leg pain and burning heels. (B)(6) 2010, patient reported left leg pain. MRI showed l4-5 disc bulge. (B)(6) 2010: patient presented with back pain, sciatica pain. Patient underwent CT lumbar spine post discogram injection. Impression: 1. Evidence of fusion at l4-5 and l5-s1. At l4-5 there is posterior extension of contrast, which is contained within the posterior margins of the discs and ligaments with protrusion suggested centrally without extrusion noted. 2) post fusion changes are present at l5-s1 with mild foraminal narrowing towards the left. Patient underwent lumbar discogram under fluoroscopic guidance for a pre-op diagnosis of back pain and sciatica pain. (B)(6) 2010 the patient was diagnosed for "lower left injury nos, accident nos, sprain of knee and leg nos, backache nos".

Manufacturer narrative:
On (B)(6) 2009 :lumbar CT is performed post discogram at l3, l4 and l5. L1 and l2 were not injected. L3 appears normal. L4 shows a posterior radial tear with some disorganization of contrast within the nucleus and l5 shows a left paracentral radial tear with disorganization. This appears to suggest that l4 and l5 have significant degeneration however the provocative component of this test, which is of primary importance is not provided. On (B)(6) 2010 lumbar MRI exceptionally poor study technically. An alif can be made out at l5 with a posterior fusion with pedicle screws at l4/5. It does not appear from this study that laminectomy was performed. Heterotopic bone and implant positions cannot be critiqued from these studies.

Event description:
It was reported that on, (B)(6) 2010: patient presented with back pain, sciatica pain. Patient underwent CT lumbar spine post discogram injection. Impression: evidence of fusion at l4-5 and l5-s1. At l4-5 there is posterior extension of contrast, which is contained within the posterior margins of the discs and ligaments with protrusion suggested centrally without extrusion noted. Postfusion changes are present at l5-s1 with mild foraminal narrowing towards the left. Patient underwent lumbar discogram under fluoroscopic guidance for a pre-op diagnosis of back pain and sciatica pain. Summary: there was concordant pain during the discogram with the patient's chronic pain at l4-5 with dye spread outside the annulus. The patient was pain free during the injection of dye at l3-4 and the dye remained confined to the annulus.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that approximately six months post-op, the patient presented with bilateral lower extremity symptoms. The patient underwent an mr lumbar spine without contrast. Impression: MRI lumbar spine demonstrates extensive postsurgical changes consistent with prior lumbar fusion hardware artifact at l4-5 and l5-s 1 as described earlier in this report. At the l4-5 level there is a central bulge causing flattening of the thecal sac without stenosis. At the l5-s1 level there is no evidence of canal or foramina} stenosis. Significant artifact is appreciated at the l5-s1 disc space consistent with intervertebral body fusion cage placement; there is also significant ventral artifact related to anterior fusion at l5-s 1. Reportedly, the patient was taking vicodin.